Event description:
The customer reported the system was intermittently displaying a communication error and locking up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 5 volt power supply and the power supply wire harness. The system operates as intended.